Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4). Karl storz se & co. Kg was informed that this device was used for a further surgery. This case will be handled/reported as case (B)(4).

Event description:
It was reported that the tendon stripper became worn after approx. 50 uses. This worn instrument was used for surgery, that tore 2 tendons. There was a prolongation of approx. 1h and a second surgeon was needed. No further information regarding the state of health is available.